Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump powered on normally; however while attempting to rewind, the pump emitted a call service alarm that could not be cleared. The pump cover was opened and evidence of moisture was found in the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The audio bolus button cover was missing and the button was inoperable. The contact was found to be missing and moisture contamination was found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump was frequently emitting a call service alarm that could not be cleared despite rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.